Event description:
After 5 mm distraction, the doctor tried to turn the solid shaft with the distractor driver, the shaft would not turn and the doctor heard a sound. The universal joint connector was broken into two pieces. Revision surgery performed and universal joint connector was replaced.